Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective reference valve. The fse replaced the reference valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low sodium patient results on their au480 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no impact to patient treatment as a result of this event. The customer did not provide patient data or examples of the results. Patient demographics were not provided.